Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting during priming. The customer's blood glucose was unknown. The insulin pump has rejected new battery; sometimes repeatedly, insulin squirting during priming, motor sounds louder, frequent random no delivery alarms. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.